Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that an ilet device displayed alert 57 (software runtime error) and alert 90 (algorithm output range error), after which the user restarted the device via the mobile app and the alerts cleared; the event aligned with a program or algorithm execution failure associated with the firmware. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed incorrect data definition and a firmware-related software issue consistent with a program or algorithm execution failure. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.